Event description:
This was a lead extraction case to remove three leads because of cied system infection. Two of the leads were prepped with lld-ezs and one was prepped with a cook liberator. All leads were extracted successfully using a glidelight laser catheter. At the end of the procedure, a tee was done and a small pericardial effusion was detected. Only a slight blood pressure drop was observed. A pericardiocentesis was performed, however it was unsuccessful as the patient's blood pressure continued to decline. A sternotomy was performed and an injury at the ra tip was repaired. The patient survived the intervention. The injury was most likely caused when the lead pulled free from the cardiac wall, therefore, causing the small effusion. As an lld-ez was used as a traction platform to pull the ra lead free (the location of the injury), it is most likely the contributory device.